Event description:
It was reported that the customer gave multiple boluses with the pump despite not requiring them. Customer¿s blood glucose (bg) level was displayed as "low", although a specific value was not given. The customer addressed their bg by consuming carbohydrates. Recommendation was made to consult with healthcare provider regarding diabetes management.